Manufacturer narrative:
Correction: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An internal and external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. Upon initiating a simulated treatment on the cycler, the machine alarmed with a ¿heater bag not detected¿ alarm three consecutive times before treatment was cancelled. Analysis of the heater tray/scale found that it was not obstructed and that it was functioning properly. An internal inspection identified visual evidence of fluid within the pneumatic filter. The filter was detached and scheduled to be replaced. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A load cell verification test and temperature tests were also performed and the cycler was found to be within tolerance. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak coincident with peritoneal dialysis therapy. Immediately preceding the discovery, the patient received an ¿hb ¿ make sure the heater bag is on the heater tray¿ message during fill one of five of peritoneal dialysis therapy. While responding to the alarm, the patient contact noticed that there was fluid coming from the cassette door of the cycler. Treatment was cancelled and the patient completed treatment with manual supplies. Upon contacting a technical support representative, the patient contact was advised to discontinue use of the cycler and to notify the patient¿s peritoneal dialysis registered nurse of the event. The patient did not develop any symptoms or require medical intervention as a result of the leak. The cause of the leak is unknown. The sample was not available for evaluation. The patient has received a replacement cycler, and has been able to continue with peritoneal dialysis therapy without complication. Additional information was requested but was not available.